Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was not recording histograms or pacing counters. It was also reported that an interrogation of the crt-d showed "???" And "invalid data" messages. A review of the patient's history found that the patient was undergoing radiation therapy. It was advised that this device behavior is typically seen in radiation therapy patient's, and that the data collection errors will resolve in over time and with future sessions. The crt-d remains in use. No patient complications have been reported as a result of this event.